Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), when the guide dilator was purged, the internal lumen did not allow the fluid to circulate. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.